Manufacturer narrative:
The lot number for the device is unknown. Therefore, a review of the device history records could not be performed. The filter was not returned. Therefore, a sample evaluation could not be performed. The investigation is currently underway. Medical records were received and reviewed.

Event description:
It was reported that a patient presented with vague abdominal pain approximately five months post filter implant. CT scans taken eight months after implant identified two of the filter legs outside the cava wall. One limb was extending into the duodenum and the other perforated medially and was lying adjacent to the abdominal aorta. An egd was performed and a metal wire was seen in the lumen of the second portion of the duodenum. An attempt to remove the wire with biopsy forceps was unsuccessful. Surgical intervention identified approximately 6 filter legs extending out of the ivc wall and at least one filter limb extending into the duodenum. A duodenal-caval fistula was repaired. The filter was removed via venotomy. The patient was doing well at hospital discharge.